Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the tab was broken off from the device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Conclusion - evaluation conclusion: the device was discarded by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the tab was broken off from the device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.